Event description:
A nurse reported that kinked tubing was noticed during priming for a cataract procedure. To resolve the issue the staff opened three packs. They found that these three packs contained kinked tubing as well. The issue was finally resolved by taping the tubing to the machine. After fluid began to flow from the console through the tubing, the nurse reported that the kink disappeared. There was not any report of harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finished goods lot and the device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint is not known. (B)(4).